Event description:
Device evaluation: the stent was positioned between the inner shaft markers as per specification requirements. There was no deformation evident to the stent segments or struts. The distal tip was flared. A piece of unidentified material was protruding from underneath the 1st distal segment. Ftir analysis was completed on the material, and it was confirmed that the material did not match any materials used during the manufacturing process.

Event description:
The physician intended to implant a 3.0 mm diameter x 12 mm length integrity rapid exchange (rx) coronary stent to treat a lesion in a patient. Lesion pre-dilation was not performed. Resistance was encountered advancing the integrity rx device to the target lesion and force was used in an effort to advance the device. Three attempts were made to deliver the stent, however, it could not cross the lesion. The device was observed to be damaged on removal. It was reported that a "flap" was observed to be jutting out. The target lesion was then pre-dilated and another stent was successfully implanted. Patient status post procedure was reported as ok and no clinical sequelae were reported.

Manufacturer narrative:
Results: force used while attempting to deliver the stent. Stent damage, failure to deliver the stent. Root cause of event cannot be determined. Conclusions: force used while attempting to deliver the stent. No conclusion can be drawn. Root cause of event cannot be determined. (B)(4).

Manufacturer narrative:
(B)(4).